Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One photo sample of a 20 ga safestep infusion set was returned for investigation. An additional connector consisting of two luer connections and a valve was attached to the proximal end of the luer. A red box and arrow is placed over the photo pointing at the interface between the extension tubing and luer hub. Damage to the infusion set cannot be clearly seen in the photo sample provided; therefore, the complaint is inconclusive due to poor sample condition. Based on the description of the reported event, possible contributing factors include sharp instrument damage, excessive tensile force, and material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connection site (near the patient) broke and caused the leak. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connection site (near the patient) broke and caused the leak. No other information was provided.